Event description:
On 12th january, 2024 getinge became aware of an issue with one of surgical lights - hlx 3005. It was stated the handle had come off the headlight, when the doctor adjusted the focus. It was confirmed by photographic evidence the base of handle was broken. It was stated nothing fall to the surgical field. However we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site postal code: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a the initial reporter was clinical engineer. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - hlx 3005. It was stated the handle had come off the headlight, when the doctor adjusted the focus. It was confirmed by photographic evidence the base of handle was broken. It was stated nothing fall to the surgical field. However we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered from getinge technician, defective repair kit hlx 3004tv/3005 ard3679149998 has been replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. As stated by subject matter expert at the manufacturing site, this incident is probably due to repeated excessive torques (> 100 n), or to mechanical shocks. We remind users that the light head must be gently manipulated. We also recommend checking if the cleaning products and processes for this operating room are conform to maquet recommendations. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).